Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Also has cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a cracked display screen due to falling on insulin pump, which prevents reading of display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.